Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an intermittent sensor issue - check syringe plunger sensor error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that there was an intermittent sensor issue - check syringe plunger sensor error. There was no relevant service history. Confirmed the complaint by using a force gauge and reviewing the event history to verify complaint. Probable cause of complaint was noted to be software update, and updated software from 1.6.1 to 1.6.5. It was also noted there was a small chip in the top case. Replaced top, force sensor and left side plunger case. After the repair was complete the pump was calibrated. The repair was validated by using onboard performance testing. The pump passed all validation tests post repair.